Event description:
The user facility reported that their reliance synergy washer was leaking water. The water was reported to have spread away from the unit on the floor. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the leak originating from loose hose clamps located at the recirculation pump. The technician retightened the clamps. A test cycle was run and the unit was confirmed operational and returned to service.